Event description:
It was reported to boston scientific corporation a spaceoar vue was used during a spaceoar vue placement procedure performed on (B)(6) 2022. The patient started radiation therapy on (B)(6) 2022, and finished on (B)(6) 2022. Later, on (B)(6) 2022, the patient was diagnosed with a cavitary ulceration on sigmoidoscopy, due to a severe rectal pain. The findings were confirmed with an abdominopelvic computed tomography (CT) scan on (B)(6) 2022, and later with a pelvic magnetic resonance imaging (MRI) on (B)(6) 2023. It was reported that there is complete through and through ulceration of the rectum to the urethra with impending fistula formation to the urinary tract. The patient has received a diverting colostomy, hyperbaric oxygen treatments, repeated sigmoidoscopy and multiple courses of antibiotic therapy. The ulcer current statis is reported ongoing. The disease process is ongoing and evolving as is often the case with radiation complications.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2314 captures the reportable event of fistula. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e2329 captures the reportable event of ulcer.